Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio2 meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged power issue first occurred ¿after dinner¿ on (B)(6) 2015. The patient does not take any medication in order to help manage their diabetes and it is not known whether they made any changes to this normal routine as a result of the alleged product issue. The patient stated that ¿2 hours¿ after the issue first occurred, they experienced the symptoms of ¿sweats and nervous¿. The patient denied requiring any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that the batteries did not need to be changed per the owner¿s booklet recommendation and there was no misuse of the product. The alleged issue was unable to be resolved. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.